Manufacturer narrative:
Age at time of event: (B)(6).

Event description:
It was reported the patient experienced pain. A radio frequency ablation procedure was being performed on a tumor for a patient with liver cancer. The leveen superslim was being used for this procedure. After the patient was sedated, this device was inserted into the patient. Once ablation was started, the patient felt pain and their pulse stopped immediately for a few seconds. The patient was back to consciousness as soon as the energy was stopped. After observation, the patient was dosed with ryosan tropine. No device defects were found. They believe the patient had vagal reaction due to severe pain. It was noted the patient was fine post procedure.